Manufacturer narrative:
Additional narrative: patient initials (B)(6). Exact patient weight is (B)(6). Date of post-operative breakage is unknown. Additional product codes for this report include hrs. Per facility, the complainant part will not be available for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented with a proximal hip fracture. Upon x-ray assessment, a broken dynamic hip system (dhs) plate was discovered. The reported dhs plate broke at the first proximal shaft screw hole. There were no reports of broken screws or reattachment plate (the patient had also been affixed with a trochanteric reattachment device). The patient underwent a revision procedure on (B)(6) 2016 during which all of the original hardware was removed. The patient was then revised to a total hip replacement. The procedure was completed without delay. The patient outcome was noted to be ¿okay.¿ this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device history record review: product manufacture date: december 15, 2009. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot was processed through the normal manufacturing and inspection operations with no non-conformance reports (ncr) or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed an ncr written against this lot of material for two (2) issues. The first issue was for an incorrect engineering standard referenced on the certification received from the supplier. The second issue was for an incorrect ultrasonic inspection listed on the certification received from the supplier. The lot was dispositioned as ¿use as is¿ for the first issue due to a design change order correcting a typo on the engineering standard. The lot was dispositioned as ¿use as is¿ for the second issue since the class of ultrasonic inspection completed by the supplier (a1) had a tighter requirement than the required class (a); therefore, the parts were acceptable. Due to the fact that the nonconformance was for documentation and would not affect the finished product, this ncr had no adverse effect on this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
X-rays confirm breakage per medical professional. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.